Event description:
The customer contact reported particulate. The customer contact reported that there was black foreign material in the cassette of the tubing set. No specific details were provided. There were no reports of adverse patient effects and no reports of delay of therapy critical to the patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.